Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The following clinical observations were noted: threshold measurement problems, decreased pacing impedance. There were also intermittent loss of capture (loc) and the patient reported stimulation. This rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.